Event description:
It was reported that the patient's incision had not healed in 4 weeks and her lymph nodes were enlarged. An infection was reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information showed the patient had their device explanted. It was stated that the trial went well, but when the device was implanted "it didn't work." Reprogramming did not solve the issues. The device was explanted due to "not working and infection." No patient injury was reported following the explant. If additional information becomes available, a follow-up report will be sent.